Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014). The patient¿s test strips have been returned and evaluated on 06/20/2014 and 07/02/2014 by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The returned test strips were found to have scratched electrodes with no assignable cause. In addition, a secondary issue was noted where the test strip enzyme was found to be contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 2 ¿ (08/13/2014), the patient¿s test strips had been returned on (B)(4) 2014 and re-evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips involved with this complaint failed testing. The returned test strips were found to have scored electrodes causing a short-error 2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.